Event description:
Discovered port tubing was severed. Tubing appeared to be cut. Brought it to the charge nurse's attention, and she said the same thing happened two days prior. Patient needed port re-accessed that day and today also. Manager was called to evaluate tubing. It was discovered the tubing was defective out of the box and could be snapped apart easily.